Manufacturer narrative:
No product was returned and no radiographs were provided confirming the alleged complaint. Review of the reported event identified the driver tip fractured during hand tightening and no torque handle was being utilized suggesting this to be the root cause of the event. The unretrieved tip in the patient is not a concern for migration per the surgeon's prerogative to leave it in-situ. No additional investigation required. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. .." "...do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..."

Event description:
On (B)(6) 2024 a patient underwent a posterior fixation procedure from l3 to l5. During the procedure it was reported that the distal tip of a driver fractured off in the left l3 screw and was unable to be retrieved from the patient. The tip was left in situ with no adverse patient consequences to be reported.